Event description:
Revision knee carried out. Tibial insert-variable axis 7mm removed & replaced with new 7mm insert. Same locking pin used. Condylar patellar inserted.insert was worn medilly. The insert was missing a 5mm x 5mm portion of the medial side of the insert due to wear.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.